Manufacturer narrative:
The unresponsiveness of the display could not be confirmed. The stylus had minor cosmetic damage, but was fully functional. The stylus was replaced, and the programmer display was calibrated to the replacement. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive. The programmer was returned for service. There was no patient involvement.